Event description:
It was reported that the patient who was previously implanted with a sling underwent a surgical procedure to implant an artificial urinary sphincter (aus) for unspecified reasons. No further information could be obtained despite good faith efforts.

Event description:
It was reported that the patient who was previously implanted with a sling underwent a surgical procedure to implant an artificial urinary sphincter (aus) for unspecified reasons. No further information could be obtained despite good faith efforts.